Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. It was reported that the patient came into the managing office today and it was noticed that his pump scar was dehiscing. The physician instructed the patient to go to the ER (emergency room) to be admitted for a revision. The plan was to open up the incision and clean it out. If there appeared to be an infection, the pump would be explanted. If there appeared to be no infection, the pocket would be cleaned, and a new pump would be placed in the pocket. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report.